Event description:
The customer reported that the needles inject approximately 0.5 to 1 ml and then stop, requiring multiple needle insertions to complete the injection. No information was received regarding any serious injury as a result of this product issue.